Event description:
It was reported that the bd q-syte luer access split septum was cracked/damaged/deformed. Product defect was noted during use. The following information was provided by the initial reporter: in the process of using the connection channel, the connector was damaged and leakage had occurred.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. The photos revealed the flat portion of the top body was damaged. The reported issue was confirmed. Although the reported issue was confirmed, the photographs provided for this incident did not present sufficient evidence to identify a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte luer access split septum was cracked/damaged/deformed. Product defect was noted during use. The following information was provided by the initial reporter: in the process of using the connection channel, the connector was damaged and leakage had occurred.